Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, seven (7) months post-implantation, the patient underwent revision surgery due to inadequate osseointegration of the femoral component. Due diligence is complete as multiple attempts have been made however no additional information has been provided.

Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred in (B)(6) 2024. H6: proposed component code: mechanical (g04): femur. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.